Event description:
Customer reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt charging through different outlets and adapters, but the issue persisted. Technical support decided to replace the pump and instructed the customer to use an alternate insulin delivery method in the meantime. Customer understood how to put the pump into storage mode and agreed to return it within ten days using a pre-paid label.